Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel patient reported that patient underwent an initial left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to surrounding tissue and bone, lack of mobility, metallosis, metal poisoning, and loss of range of motion. Legal counsel alleged a revision procedure was performed on (B)(6) 2013 where the modular head and insert were removed and replaced. Legal counsel further alleged that a second revision procedure occurred on (B)(6) 2013 where the cup and insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from invoice history indicates that the modular head and taper adapter were removed and replaced with an active articulation liner and head during the revision procedure on (B)(6) 2013. Invoice history further suggests the acetabular cup, liner and head were replaced with competitor acetabular components and a biomet ceramic head on (B)(6) 2013.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel patient reported that patient underwent an initial left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to surrounding tissue and bone, lack of mobility, metallosis, metal poisoning, and loss of range of motion. Legal counsel alleged a revision procedure was performed on (B)(6) 2013 where the modular head and insert were removed and replaced. Legal counsel further alleged that a second revision procedure occurred on (B)(6) 2013 where the cup and insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from invoice history indicates that the modular head and taper adapter were removed and replaced with an active articulation liner and head during the revision procedure on (B)(6) 2013. Invoice history further suggests the acetabular cup, liner and head were replaced with competitor acetabular components and a biomet ceramic head on (B)(6) 2013. Additional information received in operative report noted patient was revised on (B)(6) 2013 due to metallosis, implant clicking and locking, and trochanteric bursitis. Operative report further noted a reactive capsule and fluid during the procedure. The modular head and taper adapter were removed and replaced and a liner was implanted. Operative report noted patient underwent a further revision procedure on (B)(6) 2013 due to recurrent dislocation and pain. During the procedure, a hematoma was noted. The modular head, acetabular cup and liner were removed and replaced with a biomet head and competitor acetabular components.

Event description:
Legal counsel patient reported that patient underwent an initial left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to surrounding tissue and bone, lack of mobility, metallosis, metal poisoning, and loss of range of motion. Legal counsel alleged a revision procedure was performed on (B)(6) 2013 where the modular head and taper adapter were removed and replaced. A second revision procedure was alleged to have occurred on (B)(6) 2013 where the acetabular cup and insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-00734 /-00735).